Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle spiced. The following information was provided by the initial reporter: complaint #1: on (B)(6) 2024 ¿attempted to place 22 ga IV, met with resistance when attempting to place. When taken out the catheter tip had spliced down the middle.¿ no patient impact.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter could not be confirmed from the two sealed 22g insyte autoguard bc units from lot: 3314680 or the label from lot #3236004. The reported event could not be confirmed from a visual and microscopic examination of the representative samples. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.